Manufacturer narrative:
(B)(4). Date of event: publication year of 2008. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: effect of harmonic scalpel on seroma formation following surgery for breast cancer: a prospective randomized study. Author: m. Kontos, a. Kothari, h. Hamed. Citation: journal of buon (2008); 13:223-230. The authors reported the results of a prospective randomized trial to investigate the role of harmonic scalpel in reducing postsurgical seroma formation, complications, pain and consequent cost in breast surgery. Thirty-two female patients (median 57 years; age range: 32-86 years) requiring 33 surgical procedures were prospectively randomized to harmonic scalpel (hs) or electocautery (ec) surgery between may and december 2005. In the ec group, a total of 17 procedures from 17 patients (mean age: 60 years; age range: 40-76 years; mean bmi: 25.63; bmi range: 21.29-3.95) were performed using an electocautery with a spatula diathermy tip and routine monopolar diathermy forceps. In the hs group, a total of 16 procedures from 15 patients (mean age 58 years; age range: 32-86 years; mean bmi; 23.96; bmi range: 18.75- 3.3) were performed using ultracision hs (ethicon) with a curved blade or hook as the dissecting tool at the end of the hand-piece and power setting of 5 dissection and 3 for heamostasis. Reported complication in the hs group included postoperative bleeding/haematoma (n-1), mean value of pain score of 11.8 (n-?), and seroma (n-11) which was drained and aspirated. In conclusion, there were no significant reduction in seroma formation or wound complications and pain could be found with the use of hs.